Event description:
User alleges three events in the past ten days that pts had a problem with increased pressures, etc. One pt self extubated and mucoid plug noted at tip of endotracheal tube. Third pt has to be re-intubated had dib, hard to bag. Rn suctioned hard dried mucous plug.